Event description:
It was reported that the charging pad intermittently did not charge the pump, indicated by a blinking green light when the pump was placed on the pad, though the pad successfully charged a phone and subsequently resumed charging the pump; the user also observed the pump charge plateau at 98 percent with blinking and noted a loose charging cable connection. Investigation of this case revealed an intermittent charging function and a loose cable connection reported by the user, consistent with a potential charger or cable performance issue. No adverse clinical effects reported. Outcomes included no impact on health or medical intervention. Customer care provided replacement charger and cable via standard shipping. It was concluded that the event involved a non-serious device performance issue related to charging, with resolution actions initiated by supplying replacement components.